Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00998. The pressure module reported on this complaint, is the new module that was installed on MDR #1828100-2015-00998. The fsr downloaded/checked system logs and confirmed the customer's complaint of pressure spiking in arterial and cpg pressure channels during prime. The fsr verified pressure modules performance with transducer simulator without issue. He connected disposable pressure transducers to arterial and cpg pressure cables, zeroed both channels and monitored for two hours. He flexed connectors at both ends of these pressure cables and stressed these cables along their entire length while monitoring pressure displays. The fsr could not replicate the reported issue, as both pressure displays remained stable. The fsr discussed with the ccp and explained his actions and results. He told the ccp that he would contact the manufacturer's clinical support specialist to review data logs and to contact the customer. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the system-1 was giving a false high pressure reading. The device was not changed out. The surgical procedure was completed successfully.there was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: this same issue was previously reported in late 2015, MDR #1828100-2015-00998 with the same system-1 base. The pressure module and network interface card (nic) connection were replaced by the manufacturer's field service representative (fsr). This system periodically displays high pressure alerts/alarms when a high pressure event is not occuring. In fact, at times this occurs pre-cpb when pumps are not operational. They have also seen this during cpb and the false values occur in both arterial line and cardioplegia (cpg) circuit transducers. Both of these transducers are connected to this same module. They have changed out cables and transducers, according to the perfustionist (ccp). This is a short term issue, so they have not needed to change out transducers or cables or module during case. This does not happen every case and they continue to use the module and system-1 base.

Manufacturer narrative:
The reported complaint was confirmed. Data log analysis shows multiple overpressure alerts and alarms on channel 2 (arterial pressure). Log entries occur on (B)(6) 2015. Log analysis did not show module issues, and there is no way to determine if the pressure vents were actual or accurate. Investigator emailed customer to determine if there were other contributors to the complaint event, such as other cables routed near the pressure cables, other equipment in operation at the time, or any other factors. The customer did not respond to these attempts at further information. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.